Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the MRI probe would not complete the initialization process. The physician was able to complete using an 8 gauge procedure kit. There was no pt consequences reported.